Event description:
It was reported the patient¿s stimulator was explanted two years after implant due to infection. The patient¿s symptoms had also gone into remission. The patient was doing okay.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).